Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) would not securely latch with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (not securely latching the monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, pint 2 of the trunk connector belt receptacle was bent, shorting out pin 3. The cause of test failure is the bent pin. The root cause for the bent pin cannot be positively identified but is likely excessive force. No adverse event resulted from the defective belt.